Manufacturer narrative:
No further patient information was provided at the time of this report or made available. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-513-bb08 and lot number 113601451 combination found no related information.

Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2015. Patient had a revision left tka on (B)(6) 2017 due to tibial loosening and pain. During the revision procedure the surgeon explanted the ibalance tka tibial tray size 4 ((B)(4)), ibalance tka femoral imp ps, cemented size 5 left (line 206913) and an ibalance tka, bearing implant size 1, 8 mm ((B)(4)). To complete the procedure the surgeon implanted another manufacture's devices. Female (B)(6). Records dated (B)(6) 2015: op report noted patient had severe medial compartment osteoarthritis and patella had grade 4 changes to the lateral facet.